Event description:
Related manufacture reference number: 2017865-2022-41860. It was reported that the patient presented prior to procedure. Upon interrogation, it was noted that the pacemaker and right ventricular lead exhibited oversensing and high capture threshold. The pacemaker was explanted and the lead capped on (B)(6) 2022. Both products were replaced during the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing, and capturing issue were not confirmed. As received a device was returned above elective replacement level (eri) for analysis. Electrical and mechanical analysis, sensitivity tests, and visual inspection did not identify any anomalies.